Manufacturer narrative:
(B) (4) zippers not staying closed on access windows. Eval of the returned product shows panel side b top ridge is ripped. Panel side b mattress envelope on the bottom has 4 inch broken stitches. Window side b is missing the slider. Panel side c the left leg has broken elastic. Panel side c right leg 4 inch broken stitches. Window side d hide zipper here label is ripped. Panel side d the left leg has broken elastic. (B) (4).

Event description:
The customer reported that the large window a zipper and small window c zippers are not staying closed. There was no pt injury reported.